Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: affected items were not returned for evaluation. A review of the DHR revealed no deficiency in manufacturing and no material observations. The risk analysis had considered necrosis / nonunion; the estimated thresholds were not exceeded. The occurrence of (avascular) necrosis is usually caused by decreased blood supply. It is primarily not associated with an implant device but is rather a result of disruption of blood supply. A correlation to the treatment (insertion procedure and / or fracture healing) cannot be excluded. However, the incidence of a necrosis is not directly contributed by an implant. Avascular necrosis is known in the medical science. It is discussed that unstable, dislocated fractures ¿ possibly due to technical failure at surgery ¿ may contribute to avascular necrosis. In this case it could only be referred to available information. A further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition and / or on surgical technique but not caused by a deficiency of the device. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Reoperation of gamma3 short nail. Converted to thr.

Event description:
Reoperation of gamma3 short nail. Converted to thr.